Event description:
Supersect instrument would not work. There was a suspected short in the cord. The surgeon took another instrument from the box and completed the procedure with no pt injury.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will update the agency accordingly.